Manufacturer narrative:
The impella cp was not returned for evaluation, as it was discarded subsequent to the event, consequently, no device analysis could be performed to assist in finding a definitive root cause of the perforation the physicians were unable to determine if the perforation was caused by the narcotic portion of the left ventricle where the impella just happened to be placed or as result of the CPR that was performed, or if the perforation resulted in a combination of both. The physicians did note that all parties involved in the patient's care felt the impella played a major role in giving her a chance for survival. The impella was able to successfully support the patient post bypass surgery. The patient outcome was determined to be due to her poor neurological prognosis, which was a result of her delay in care and stroke history. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4). Device discarded by user.

Event description:
The complainant reported that a (B)(6) year old female patient was being treated for cardiogenic shock after having three days of chest pain prior to coming for medical attention. Upon admission to the emergency room the patient's EKG did display an st segment elevation mi. Upon fluoroscopy imaging in the cardiac cath lab, the patient was seen to have a chronic 100% occlusion of the left anterior descending coronary artery, a 99% occlusion in the mid circumflex artery, and a diffusely diseased right coronary artery. The left ventricle also showed diminished function. Due to the 3 vessel disease and lv dysfunction, an impella cp was placed for support. The impella cp support commenced successfully, although within approximately five minutes suction was noted. In addition, due to patient hypotension acls medications were administered intravenously. The patient continued to decompensate and a full code was called with CPR being initiated. An echo and intubation were called for immediately. The echo revealed an effusion in the pericardium that necessitated escalated care. The patient was taken to the operating room. Once she was placed on bypass support the physician noted the pigtail of the cp pump had perforated through the ventricle. Some patient bleeding was noted, but no replacement blood products were necessary. The perforation was repaired and 3 bypass grafts were placed to the coronary arteries. The surgical and cardiac teams could not determine if the perforation could have occurred during CPR or from friable necrotic ventricular tissue. The tissue was thought to be necrotic due the delay in the patient seeking care. The patient was successfully weaned from the impella and the pump was explanted on day 3 post op. Unfortunately, the patent's neurological status was determined to be impaired due to subdural infarctions and right sided swelling. The patient's care was withdrawn and she did expire on day 3 post op.